Event description:
Caller reported an error with their continuous glucose monitor, labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support for a pump reset, which resolved the issue, allowing the caller to successfully start a new sensor session.